Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v124132, implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that a lead was changed. The lead was explanted and a new lead was implanted. No symptoms, device issues, interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.